Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump has constant power loss. The patient's blood glucose level was 4.1 mmol/l at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, low battery alarm and power error alarm confirmed in the long trace. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.